Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced difficulty moving the plunger rod during use. The following information was provided by the initial reporter: material no: 328438; batch no: 9112698. Verbatim: issue: staff reported she is having difficulty pushing the plunger between 1 to 4 unites she has resistance. Orange cap looks different. If there is any changes in the design. She inquired if there is any trick to push the plunger easily. Incident date -unknown; occurence-unknown; item# 328438; lot# 9112698; expirationdate-5-31-2024. Uses new syringes each time of their treatment. They use it for treatment. Explained the caller, these syringes are for insulin. They are using for off label use. Caller put me on hold to get name of the medication, but call disconnected.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for plunger rod difficult to move and other (orange cap looks different) for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced difficulty moving the plunger rod during use. The following information was provided by the initial reporter: material no: 328438, batch no: 9112698. Verbatim: issue: staff reported she is having difficulty pushing the plunger between 1 to 4 unites she has resistance. Orange cap looks different. If there is any changes in the design. She inquired if there is any trick to push the plunger easily. Incident date -unknown, occurence-unknown, item# 328438, lot# 9112698; expiration date-5-31-2024. Uses new syringes each time of their treatment. They use it for treatment. Explained the caller, these syringes are for insulin. They are using for off label use. Caller put me on hold to get name of the medication, but call disconnected.